Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced bent cannula and leaking from the site issue on (B)(6) 2026. The patient blood glucose was 555mg/dl and got treated with manual shot of insulin. Patient experienced the symptoms of dry mouth, hyperglycemia, nausea and polydipsia at the time of the event. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.